Manufacturer narrative:
Revision surgery to exchange poly inserts is planned for pt with a total knee replacement. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Revision surgery to exchange poly inserts is planned for pt with a total knee replacement.